Event description:
It was reported that the patient was admitted to the hospital overnight for high blood sugar, ketones, and vomiting. The patient received IV fluids and insulin with additional blood glucose monitoring. The patient's mother reported that the pump site and supplies were inspected and no fault was identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.